Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of having high blood glucose of 332 mg/dl. During troubleshooting, customer initially reported of having air bubbles in infusion set and reservoir. Customer also reported that infusion set may have been crimped. Customer was assisted in filling new reservoir but was having trouble with instructions and customer discontinued troubleshooting. Customer treated high blood glucose with insulin pen and stated that he will contact healthcare professional regarding high blood glucose.